Event description:
It was reported that tubes break during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints). The blue top tubes are breaking in the pneumatic tube system and spilling blood all over other specimens and within the bag. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: were the tubes frozen? (No), was there damage upon receipt? (They shattered in the pneumatic tube system after specimen collection) and what was the time and speed of centrifuged? (Not centrifuged).

Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and glass breakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes break during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: (1 of 2 complaints) the blue top tubes are breaking in the pneumatic tube system and spilling blood all over other specimens and within the bag. Additionally, on 2020-02-28 the bd sales consultant provided the following additional information: were the tubes frozen? (No), was there damage upon receipt? (They shattered in the pneumatic tube system after specimen collection) and what was the time and speed of centrifuged? (Not centrifuged).